Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was misaligned and unable to be calibrated. It was noted that when calibration was attempted, the programmer would crash. It was further reported that the programmer display became unresponsive during a patient device check. It was noted that a different user attempted to reproduce the display behavior, but was unable to. The programmer remains in use. No patient complications have been reported as a result of this event.